Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the ar-8926t shows the broken suture detached from the button. Functional testing could not be performed due to the damage to the device. Complaint allegation is confirmed. The most likely cause for the reported event can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a syndesmosis rupture surgery when tightening the suture construct, the suture broke at the height of the button. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.